Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a loss of stimulation on the right side of her body. Manufacturer's representative met with the patient and interrogated the device. Contacts 8, 9, 10, 14 and 15 showed impedances of over 10,000 ohms. Patient was currently programmed with a bi-polar setting with number 14 and 15 contacts. She was reprogrammed with a bi-pole at 11 and 12 and received successful therapeutic stimulation of the right side. No surgery is scheduled or has been requested at this time. Additional information has been requested and if received a follow up report will be sent.